Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 545mg/dl. The customer states they treated with pump. The customer states they were conducting rewind and received the alarm. Troubleshoot was conducted. The customer was advised possible issues with site. The customer was advised the site would be replaced and returned for analysis.